Event description:
It was reported that during a laparoscopy procedure, the scope will not pass through the trocar; the trocar has a dent in the shaft. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the obturator cannula bent. Therefore, the scope would not fit through the cannula. A potential cause of this damage is the application of an excessive force on the obturator over the sleeve assembly area that causes the obturator to become bent during transit. The batch record was reviewed and no anomalies were noted during the manufacturing process.